Event description:
It was observed that during the device evaluation, the bronchovideoscope had detached distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as some form of stress such as damage or deterioration of components during handling; compromised the watertight integrity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.